Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 50 mm; cat# 502-03-50d; lot# mkmen5, modular dual mobility insert; cat# 626-00-38d; lot# 37761901, 22.2 mm std lfit v40 head; cat# 6260-9-122; lot# 37430203, rejuvenate strght prfit tmzf 132 mono stem size 6; cat# spt-063400s; lot# mhp71m, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient is part of the tritanium primary acetabular shell study and reported pain in the study hip during the 6 and 7-year visits, respectively. Patient reported right hip pain at night during the 6-year visit ((B)(6) 2017) and continued right-hip pain during the 7-year visit ((B)(6) 2018). Patient has not been revised as of the event date.